Event description:
It was reported that a dexcom application crash occurred. The patient was using omnipod5 + tedi smart device at the time of event. According to the patient¿s parent, on 05/15/2026 at around 5:30 am, the pediatric patient woke up feeling nauseous, which alerted his mother. The patient did not receive any blood glucose alarms during the night due to the non-functional application. According to the graphics in glooko, the system was in auto max mode and switched to manual mode during the night with a blood glucose level over 400 mg/dl. The patient¿s mother administered 2 insulin units at 5:45 a.m. The mother also replaced the pod and the system was able to resume automated mode. The patient¿s blood glucose was checked at 7:00 a.m. And it was 359 mg/dl and the blood glucose level decreasing. The algorithm suggested a correction bolus of 0.25 iu, which was administered to the patient. The patient was taken to the hospital by firefighters due to the persistent ketonemia at 3.6 mmol/l. The patient was admitted to the (B)(6) department in avranches. Upon arrival, the ketones had disappeared; however, the doctor preferred to maintain hospitalization until the issue was resolved. At the time of the report the patient was doing well and was continuing his treatment. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.